Manufacturer narrative:
Lot review: a review of the I-factory lot build database for the reported suspect / potential lot(s) reported as 3235877 (mfg. 03/29/2016) showed (B)(4) units; (B)(4) (mfg. 06/17/2016) showed (B)(4) units & (B)(4) (mfg. 07/18/2016) also showed (B)(4) units were all mfg. Tested inspected & released. There were no related exception documents/nlrs generated during the lot builds. Receipt analysis: 12/13/2016 - received one used d1000 tego connectors, lot# unknown. No mating devices were returned. Blood was visible under the silicone. Functional testing: the d1000 tego was pressure tested to test the main seal integrity and failed. The d1000 tego was disassembled. Damage to the one piece seal at the main seal interface. Final analysis summary: the complaint of d1000 tego blood leakage was confirmed with the returned connector. The leakage was the result of damage to the one piece seal at the main seal interface with the body. ICU medical is reviewing the root cause to determine improvements needed to the tego.

Event description:
Complaint received concerning leakage issue with use of unspecified dialysis set-up and d1000 tego connectors, lot# unknown. The initial information received from distributor reports on (B)(6) attending clinicians found " leakage of tego adaptor when flow rate was increased to 70 ml per min.". The device was removed and replaced with no further issues encountered. There were no reported patient injuries, change in baseline status and or adverse consequences.